Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic rupture, and death.

Event description:
On (B)(6) 2017, the patient underwent an endovascular repair of a ruptured chronic type b dissection using two conformable gore® tag® thoracic endoprostheses. The dissection occurred three years ago and the blood pressure was stable due to hematoma at the time of the procedure. Prior to the procedure, a right axillary ¿ left axillary artery bypass was performed. The ctag devices were implanted distally to the left common carotid artery to cover the main entry. A re-entry tear near the right renal artery was left untreated. Final angiography showed a proximal type I endoleak was left to be monitored. The patient tolerated the procedure. On (B)(6) 2017, the patient expired due to re-rupture of the dissection.